Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of above 500 mg/dl, dehydration, and nausea. Cause of elevated bg level was unknown, however, the customer suspected illness to be a potential contributing factor to elevated bg. Customer was transported by ambulance, and became sick, which resolved the elevated bg. Customer reportedly received no treatment while at the ER. Reportedly, customer left the ER 3 hours later with customer in stable condition (bg 180 mg/dl).